Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient began to receive insufficient therapy after experiencing a fall. X-rays were taken and revealed lead migration. As a result, the patient underwent surgical intervention. During the procedure, the doctor explanted and replaced the patient's lead (with two leads). Surgical intervention resolved the patient's issue.